Manufacturer narrative:
(B)(4). The representative samples were evaluated. Visual and functional examinations were performed and samples met all requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the child underwent an unknown procedure on unknown date and suture was used for lip laceration. One month and a half following the procedure the suture came out from the skin. Allergenic reaction and hypertrophic scar were confirmed. The patient's skin where the suture was used was thin now. The suture was partially removed on (B)(6) 2015 and the knot of the suture was buried under the skin. Additional information has been requested.